Manufacturer narrative:
Bent jaw leg. Based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic cholecystectomy. When the first clip was fired, it shot out of the instrument. The tip of the applier is broken out. This may have happened when being wrapped in another co's pack. The clips would not form because the tip was broken. Another was opened to complete the case. There was no consequence to the pt.